Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08490.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced a fall. As a result of the patient fall approximately six weeks later, the patient underwent a revision procedure. During the revision procedure, it was noted that the locking bar disassociated from the bearing and tibial tray. It was further noted that a patella fragment was removed from the patient's wound. Finally, the patella was noted to be subluxing; therefore, a lateral release was performed. The patella cement was found to have cracked off of the bone. Therefore, the patella prosthesis and cement were removed with an oscillating saw, leaving the patella pegs in situ.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI # - (B)(4). Concomitant medical products - vanguard cr ilok fem-lt 62.5, catalog #: 183026 lot #: j3851489; vngd ant stblzd brg 14x75, catalog #: 189084 lot #: 347120; polished finned tib tray 75mm, catalog #: 141254 lot #: 2016091154.